Manufacturer narrative:
Additional information: b5 - description updated. D2: common device name updated. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3 and 803.50, this event is considered no longer reportable for the following reason: no serious public threat/ falsified device. No death or serious adverse event. -no malfunction.

Event description:
Update: additional information confirmed that the medical device broke outside the body cavity, with no fragments entering the patient.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
A malfunction was reported involving the medical device ek001su - disp.sealing unit for 5mm trocars. Specifically, it was reported that during a surgical procedure, the valve broke upon insertion of the trocar pin. The healthcare facility reported that the potential fragment fell into the patient´s body. No other adverse consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).